Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed by baxter personnel during product evaluation. This condition was caused by depleted main batteries. This condition was resolved by replacing the main batteries and battery harness. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The date received by the manufacturer is incorrect. The correct aware date is (B)(6) 2011.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated it was unknown if a patient was involved, or if there was a report of patient injury or medical intervention or adverse reaction. No additional information is available. The user interface module master software version is unknown at this time.